Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined. The center reported that the patient paged on (B)(6) 2019 stating that their pi¿s and flows were in the 9¿s. The center instructed the patient to go to the emergency room; however, the patient did not go due to ¿family circumstances.¿ the patient was scheduled for a visit on (B)(6) 2019 for log files; however, the patient was instead in the emergency room complaining of chest pain/pressure. The patient¿s flow upon exam in the emergency room was 6.2 lpm with speed set to 9600 rpm, pi 4.5, and power 6.5 w. It was later reported that the patient¿s poc plasma free hemoglobin was 50 mg/dl and their ldh was 1087 u/l. The patient was then admitted and started on heparin. The patient was diaphoretic on the night of (B)(6) 2019 with chest pain and no vad alarms. As of (B)(6) 2019, the patient was on bivalirudin, aspirin 325, and plavix; however, the patient¿s trending ldh remained greater than 1000. As of (B)(6) 2019, the center was evaluating if the patient would need a catheter-based intervention for thrombosis and no updates or symptoms from the patient had been recently reported. Nearly all of the events captured in the submitted system controller log file were routine power exchanges, pi events, and data logger events. Of note, the patient appeared to be supported by battery power for the duration of the log file. The sleeping section of the heartmate ii patient handbook explains that heartmate ii patients must be attached to the mobile power unit during sleep or any time when sleep is likely. No atypical alarms were captured in the submitted log file and the pump remained above the low speed limit for the duration of the log file. The submitted log file appeared to show the system operating as intended. It was later reported that the patient required a catheter-based intervention for thrombosis. The patient was treated with a thrombolytic infusion of tpa for 48 hours. The patient remains ongoing on vad support. Device thrombosis and hemolysis are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. Pump parameters, including power and flow, are detailed in the introduction of the heartmate ii IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a catheter-based intervention for thrombosis was required. Patient had a thrombolytic infusion of tpa for 48 hours. No additional information was reported.

Manufacturer narrative:
Approximate age of device - 1 year, 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2019 that the patient stated had pi events and flows were in 9¿s. Patient was instructed to go to emergency room/ the patient did not go to family circumstances. The patient returned to for log files but instead was in emergency room complaining of chest pain/pressure. The patient¿s flow on exam in ER was 6.2, speed 9600, pi 4.5, power 6.5 and upon interrogation noted had one speed drop to 9190 with pi as high as 6.1 and low as 3.1. Patient had flows as high as 8.4, powers as high as 7.1 and labs to be drawn in emergency room. Technical service log file review noted power / flow trending upward with pi trending downward. The pump speed recordings below the set speed are all associated with pi events which is normal. Noted the patient is sleeping on battery power. There were no unusual events seen within the log file. The mcs equipment is operating as intended. On (B)(6) 2019 it was noted that patient¿s lab results as of (B)(6) 2019 12:20 ref. Range (B)(6) 2019 09:58 (B)(6) 2019 10:18 poc plasma free hemoglobin latest ref range: 0 - 30 mg/dl 50 (high) ldh latest ref range: 125 - 260 u/l 1,087 (high). On (B)(6) 2019 percutaneous lead x-rays were provided and technical service review noted that they were unremarkable. On (B)(6) 2019 it was reported that the patient started on heparin in the emergency room and now on bivaldurin, aspirin 325 and plavix. The patient currently had trending ldh that still remains > 1000 and was diaphoretic with chest pain with no vad alarms. Currently, patient was being evaluated if needed a catheter-based intervention for thrombosis. No further information was provided.